Manufacturer narrative:
The lead was unable to implant due to ¿lead could not be screwed¿. A complete lead was returned in one piece with the helix partially extended and clogged with dried blood. Visual and x-ray inspections of the lead did not find any anomalies. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a procedure. It was noted that the right ventricular (rv) lead could not be screwed or fixed during the procedure. The rv lead was exchanged. The patient was stable.